Event description:
It was reported to philips that an error to calibrate battery a is being displayed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the 861288 (heartstart mrx monitor/defib) indicating that the device displayed an error message that the battery required calibration. The customer requested assistance on how to proceed. There was no reported patient impact. Available details indicate that the customer was advised that the device will provide notifications for battery calibration as a necessary periodic process. Explanations for implementing the calibration can be found in the equipment's instructions for use. The servicemax case was closed and the issue was noted to be fixed after providing this maintenance information. The customer contacted philips again as documented in continuation servicemax case (B)(4), advising the calibration error message was still displayed. The customer was again advised to calibrate the system. Once the calibration was completed, the error message cleared and the device returned to full functionality. The device remains at the customer's site. No further action is warranted at this time.